Event description:
A report was received that a patient was having difficulty charging the ipg and experiencing pain at the pocket site. It was discovered that the ipg was tilted in the pocket using fluoroscopy. The patient will undergo a pocket revision.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information indicates that the patient underwent a pocket revision procedure, where the physician moved the pocket to a new location. The patient is reportedly doing well and getting good stimulation coverage following the procedure.

Event description:
A report was received that a patient was having difficulty charging the ipg and experiencing pain at the pocket site. It was discovered that the ipg was tilted in the pocket using fluoroscopy. The patient will undergo a pocket revision.